Event description:
It was reported that this pacemaker was part of the infection allegation. Reportedly, the patient had a shock and inquired if the event could cause the heart rate increase. The boston scientific technical services (ts) transferred the call to get hold of the local field representative for further assistance. No adverse patient effects were reported. The pacemaker remains implanted.